Manufacturer narrative:
Testing has not been completed. Further testing is required.

Event description:
It was reported that the ventilator's alarm sounder output was variable and intermittent. It is unk if the ventilator was connected to a pt when the reported problem occurred.